Event description:
It was reported that measured data could not be obtained. During an attempt to perform a software download, telemetry was lost. Further attempts to do a download, interrogate, and read the eri bit were all unsuccessful. The initial measured battery data was 2.64 v, 11 ua, 12.9 kohms. The download attempt may have drained the battery further, as the remaining longevity yielded 0 months. The device was subsequently replaced.